Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2020 10:04:49 lomins2 called cust to discuss pump replacement; confirmed shipping address, adv delivery by date and no signature required; played replacement recording; discussed filling of her reservoir and technique, cust seems to be doing the filling portion correctly but states the air bubbles still occur; cust states she currently doesn't have air bubbles and has done the troubleshooting for it in the past and it didn't result in anything; cust also declined hbg troubleshooting; adv cust if she has any questions I'll be here over the weekend and she can call, directed her to online resources regarding using the new set and serter ____________________ complaints text (B)(6) /2020 08:54:05 erp_rfc_user related svn (B)(4) ____________________ complaints text (B)(6) 2020 08:43:08 lomins2 called and spoke to cust regarding the insulin flow blocked alarm; cust states she changed the set out after the occurrence but her bg was elevated afterwards which she is recovering from today; cust mentioned roughly a day and a half into using the insulin in her reservoirs she develops hbg due to air bubbles which start in the reservoir and go into the tubing, explained how that limits her insulin dosages; discussed customer's body type as well and customer reported she was on the leaner side; cust felt she needed a brand new pump, states with her old paradigm pump, it took replacing it 5 times to get a pump that didn't give her the alerts; explained to cust at this point we have replaced the pump out 6 times within the past year, several of those replacements not necessary as it was due to air bubbles in the tubing of the ifb alarm; explained to cust replacing out the pump, whether with a new or recertified replacement, isn't solving the issues she's having; cust states medicaid paid for a new pump so she wants a new pump; advised cus tomer I will replace the pump today with a brand new one on the condition she try a different infusion set such as the silhouette, and in the future we likely won't be able to replace the pump out over issues such as air bubbles that does not relate to the pump; cust also reported she has arthritis in her hand and doesn't want to try the mio because it was hard to insert; adv cust the silhouette serter has a completely different kind of serter that she can actually grip with her whole hand, so it might make insertion easier and since she has a leaner body type, the cannula is less likely to go into muscle, making it harder to push insulin through to her body; cust stated she was willing to give it a shot, but needed to call me back later on because she had something she had to do around the house; adv cust that when she calls me back we can replace the pump and send out the silhouette samples and sil serter as well ***will discuss filling technique with customer of her reservoir when she calls back; cust uses humolog u500 insulin, allows it to warm to room temp, uses it within the month of opening it; after discussion, seems the only other thing that could cause the air bubbles is filling technique ____________________ complaints text 07/23/2020 18:46:11 gutiet8 per sa management, was calling cust back per cust request and attempt any possible ts, as it is possible cust may just need additional eduction, different type of set etc....left vm for cust to contact us back, please attempt any ts and education for cust as necessary. ____________________ complaints text (B)(6) 2020 ,16:25:35 florer40 customer is insisting on a pump replacement for no reason that we can find through t/s and wants it to be brand new. I explained that in order to replace the pump we'd need to determine it needs replacement, which we haven't and that for pumps that have been used by the customer for some time we send out remanufactured pumps, not brand new ones go to record for full text